Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (load step malfunction) issue. The reporter alleged that the pump was priming the tubing during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 08/11/2015-device evaluation: the pump has been returned and evaluated by product analysis on 07/23/2015 with the following findings: a review of the pump¿s black box verified a ¿no cartridge detected¿ warning on 06/08/2015. During testing, the pump malfunctioned during the load step. The pump was opened and a damaged solder connection was observed at the force sensor pins.